Manufacturer narrative:
The device passed sleep current measurement, active current measurement and self-test. No pump error 43 alarms were noted during testing however, constant pump error 38 alarms noted during rewind due to corrosion on motor home switch. We were unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 38 alarms. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained serial number label and corrosion on force sensor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and was unable to rewind. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.